Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The keypad was replaced to solve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the on/off button of their device would not work. Upon evaluation of the customer's device, stryker observed that the buttons on the device's keypad were unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.